Event description:
The patient reported that, while inserting the insulin cartridge of her infusion device, the rubber plunger on the insulin cartridge remained attached to the piston rod of her insulin infusion device. She stated this has happened 3 times with the most recent occurrence being about 2 weeks ago. She said this caused insulin to spill into the cartridge chamber. She stated she dried the device out with a paper towel. The patient stated she did not keep the cartridges involved. The proper procedure to remove an insulin cartridge was reviewed with the patient. The patient stated she may have overtightened the adapter and overfilled the cartridges. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement cartridges were sent. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.